Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary procedure when the issue occurred, and the procedure was completed as planned. Remote service engineer (rse) checked the logfile remotely and found encoder issue from the logfile. The philips field service engineer (fse) inspect the system onsite and confirm that the shutters were not available. Upon troubleshooting, fse found that the collimator was stuck, and the problem was due to the imaging controller, collimator was unjammed, and the working was controlled by imaging controller from the control room. To resolve this issue, fse installed a new image controller and replaced the collimator. The defective control module imaging ER was returned to philips for further analysis and found that the button joystick, handle, and the switch was not working properly. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that shutters are not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.